Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation syringe had unknown particles inside of it. No medical intervention was reported.

Event description:
It was reported that the irrigation syringe had unknown particles inside of it. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed as manufacturing related, as the event occurred in an unopened package. The inspector received one irrigation syringe in the original unopened packaging. The product was verified to be product 0035280 with corporate lot number ngcx5414. Some black specks were noted inside the unopened packaging and syringe. The foreign material was measured to be 0.1110 inches in length. A potential root cause for this failure could be "defective / contaminated components from supplier." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Do not use if package is damaged."